Event description:
Customer reported that the battery of their device was depleting too quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.